Event description:
It was reported that this inflatable penile prosthesis was not inflating completely. The device was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not inflating completely. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components were thoroughly analyzed. The cylinders, the momentary squeeze (ms) pump and reservoir were microscopically examined and leak tested. Microscopic inspection identified that both cylinders had wear at fold in the proximal end and middle of the cylinders. The ms pump kink resistance tubing was worn to the filament. The flat reservoir had wear at a fold in reservoir shell. The cylinders, ms pump and reservoir passed the leak test. The ms pump passed the functional testing. Product analysis was unable to confirm the reported allegation of device inflation issue. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.